Manufacturer narrative:
Initial.

Event description:
It was reported that the patient experienced recurrent low glucose readings, including a measured value of 45 mg/dl that prompted ambulance transport, treated by the patient with oral carbohydrates, and the patient temporarily disconnected from the ilet; data could not be synced at first due to the device being powered off, and the patient later elected to resume ilet therapy after starting a new sensor. Symptoms included hypoglycemia. Outcomes included ambulance transport to a hospital without admission. Investigation included communication with the patient and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information regarding a device problem or component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.